Event description:
(B)(4). Daily severe pain in joints, pelvis, abdomen, organs. Constant bloating and cramping. Longer more severe menstrual cycles. Chronic migraines. Depression. Inability to work due to these complications and more